Event description:
Distributor reports results lower than reference with the protime microcoagulation system. Protime generated 1.4 inr. Patient was tested at the clinic on the same day using a different manufacturer's instrument and result was 3.8 inr. Patient's therapeutic range: 2.0-2.5 inr. No adverse event(s) reported. This event occurred outside of the united states.

Manufacturer narrative:
This MDR submitted (B)(4) 2013 references itc complaint #(B)(4). Cuvette lot# h2pwc079. Method: actual device not evaluated. Process evaluation performed. No ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specification. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.